Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural complication ("post sterelization syndrome") and pelvic pain ("pain from essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, post procedural complication and pelvic pain outcome was unknown. The reporter considered medical device removal, pelvic pain and post procedural complication to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. New event pain from essure was added. New reporter added. Follow-up 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural complication ("post sterilization syndrome"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and post procedural complication outcome was unknown. The reporter considered medical device removal and post procedural complication to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.